Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found a pinch tube was broken. He replaced the pinch tube and flushed the system. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hcg+ results from the cobas e411 disk analyzer. On (B)(6) 2024, the initial result was 47.96 miu/m. On (B)(6) 2024 a new sample was drawn from the patient and had a result of 13.36 miu/m. As this was quite different from the previous result, the sample was repeated with a result of 1.05 miu/m. The sample was sent to another laboratory for testing and the result was 2.3 miu/m which was believed to be correct.